Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. All steps were performed in accordance with the instructions for use. One clip was placed without issue. During implantation of the second clip, it was noticed the clip was not closing fully on the valve. The clip was still opened to 30 degrees. Troubleshooting was attempted but was unsuccessful. Physicians had tried reopening the clip, cycling the grippers and relocking, unlocking and then regrasping. It was then decided to remove the clip and it was offset to the pin, so it was not able to retract into the guide. It was brought back as much as possible, and the guide and whole system was removed. No additional clip was attempted to be placed. There was no indication of any patient adverse event and mr was reduced to grade 2.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
All available information was investigated, and the reported clip close inability and difficult to remove cds from sgc was confirmed via device analysis. Additionally, the gripper arm was jammed between the harness. The gripper cover was observed to be bulky/loose and the frictional elements were observed to be bent. The clip cover was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported difficult to remove cds from sgc was a cascading event of the reported clip close inability. The cause of the observed single gripper actuation issue, jammed harness, bent frictional elements and torn clip cover were unable to be determined. The observed bulky gripper cover is a cascading event of the reported jammed harness. The investigation determined the reported clip close inability to be related to a potential product quality issue. Therefore, exception (issue) 134338 was initiated to evaluate whether a product issue exists. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. All steps were performed in accordance with the instructions for use. One clip was placed without issue. During implantation of the second clip, it was noticed the clip was not closing fully on the valve. The clip was still opened to 30 degrees. Troubleshooting was attempted but was unsuccessful. Physicians had tried reopening the clip, cycling the grippers and relocking, unlocking and then regrasping. It was then decided to remove the clip and it was offset to the pin, so it was not able to retract into the guide. It was brought back as much as possible, and the guide and whole system was removed. No additional clip was attempted to be placed. There was no indication of any patient adverse event and mr was reduced to grade 2.